Event description:
The customer called to report "no delivery" alarm. It was stated that the doctor suspected the basal rates might not be working. Had customer ot change the infusion set to run a fixed prime test and passed. The high-pressure test passed within specifications. The programming was correct. During the call the customer stated that she was hospitalized for high blood glucose and dka.